Manufacturer narrative:
Date of non-union is unknown. This report is for unknown trauma cortex screws/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Date of implantation is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter email address is unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent a hardware removal of the locking compression plate (lcp) metaphyseal plate and four (4) cortex screws on (B)(6) 2018 due to non-union. The patient was revised to a new plate. The surgeon also used bone void (vivigen 5 cc). The procedure was completed successfully, with no reported delay. Patient outcome was stable. This report is for unknown trauma cortex screws. This is report 1 of 2 for (B)(4).